Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown, "possible rupture", "rippling," and "soften and flatten." Device remains implanted.

Event description:
Patient reported left side capsular contracture, baker grade unknown, "possible rupture", "rippling," and "soften and flatten.". The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation, wear abrasion. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: wrinkles (creases) are observed but have no relationship with manufacturing; the unit is not rupture.

Event description:
Device has been explanted.